Manufacturer narrative:
Analysis of the catheter found a catheter body kink and difficulty with the sutureless connector that led to explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a patient via a company representative regarding a patient receiving morphine 30mg/ml at 2.5mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that they have not had pain relief for an unknown amount of time. During the pump pocket revision [see manufacturer report number 3004209178-2015-22975 ] the physician tried to aspirate the catheter and was unable to. In (B)(6) 2015 the physician had done a cap aspiration which he does for all his patient's and aspirated fine at that time. The cap aspiration was for no therapy or product issues just a routine check the physician does. When the physician looked farther the catheter was fractured requiring the catheter revision. When the physician tried to remove the sc connector from the pump the silicone covering on the catheter pulled off with just left the metal connector which the physician was able to remove and then revise the catheter. The patient's dose was decreased to 2.5mg/day due to the catheter issue as the patient was initially on 5.491mg/day prior to the revision. When the patient began to experience lack of pain relief, the cause of the catheter fracture, troubleshooting and the cause of the silicon covering pulling off not reported was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.